Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) would not stay inflated. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device was never deployed. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath introducer was used. The femoral artery's suitability, including the insertion angle of 30¿45 degrees, was verified via angiography. The vessel accessed was arterial and confirmed to have a diameter of 5 mm or greater. There was no presence of pvd or calcium near the puncture site. The mynx vcd was stored and prepped in accordance with IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and no visible damage was observed on the distal end of the sheath after removal. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) would not stay inflated. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device was never deployed. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath introducer was used. The femoral artery's suitability, including the insertion angle of 30¿45 degrees, was verified via angiography. The vessel accessed was arterial and confirmed to have a diameter of 5 mm or greater. There was no presence of pvd or calcium near the puncture site. The mynx vcd was stored and prepped in accordance with IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and no visible damage was observed on the distal end of the sheath after removal. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2505203 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon balloon loss of pressure" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.